Event description:
It was reported that the patient presented with complete atrio-ventricular (av) block and syncope. It was determined that the lead experienced loss of capture due to lead dislodgement. The lead was explanted and replaced successfully. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).